Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00209, 00210, 00211, 00213. This event occurred in (B) (6).

Event description:
Allegedly heterotropic ossification of left hip. This component removed during revision of another component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record (DHR) reviewed. Product not returned. The DHR review indicates parts met specification when they were manufactured. Analysis shows no trend for item/lots involved.

Event description:
The rotator broke during infusion. No report of harm or injury.